Event description:
It was reported that the crossfire 2 went up in smoke when they turned in on. The nurses state that they saw a spark when they turned it on. It was then plugged into an isolated outlet and as soon as it was turned on, the unit made a loud buzzing sound and smoke began to come out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking and sparking. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire, isolation power supply failure, use error: console is sterilized or disinfected, use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossfire 2 went up in smoke when they turned in on. The nurses state that they saw a spark when they turned it on. It was then plugged into an isolated outlet and as soon as it was turned on, the unit made a loud buzzing sound and smoke began to come out.